Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details about the device quality issue: 1. Was the firing sequence started but not completed? 2. If yes: if yes, did the device deliver any staples? 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut? 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line? 8. Was there any difficulty opening the device jaws? 9. If yes, how was the issue addressed? 10. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished device lot/batch number, a98a96, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, it was observed that the device jammed on the 4th shot. They used a new device to complete the procedure with a delay of 30 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2026, d4: batch #unk. Additional information was requested, and the following was obtained: please provide more details about the device quality issue: 1. Was the firing sequence started but not completed? Yes. 2. If yes: if yes, did the device deliver any staples? No. 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut? No. 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line? 8. Was there any difficulty opening the device jaws? Unknown. 9. If yes, how was the issue addressed? 10. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.